Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v386598, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an electromyography (emg) done a couple of weeks prior to the date of this report on a friday and by that monday the patient was getting a little more dystonia, on/off fluctuation, not feeling well, little tightness/stiffness and a little return of tremor. It was noted that the emg was done on both of the patient¿s hands for carpal tunnel and the electrodes had been place on the forearm. There was a loss of efficacy which was unrelated to stimulation therapy. It was noted that voltage on the date of this report was 3.71v and on (B)(6) 2013 it was 3.72v. It was noted that the last counter reset was (B)(6) 2013 and % usage was ??? With hours used at 9283. On (B)(6) 2013 the patient pulse width was increase from 60hz to 90hz and on (B)(6) 2010 rate was increased from 135hz to 185hz. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v386598, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that it was unknown if the system as affected by electromagnetic interference. The cause of the event was not determined. There was no device power on reset (por). No troubleshooting interventions or other actions had occurred. The patient had not recovered and symptoms/issue was ongoing. The patient would undergo a battery change shortly which may be related to dying battery.